Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient was diagnosed with hernia. On an unreported date the patient underwent surgery for hernia. On an unknown date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. Treatment for the peritonitis was not reported. The patient thought that the peritonitis happened at the hospital after hernia surgery. Hernia outcome was not reported. The patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot number: h12i08042. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.